Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 12.5 cm to 12.8 cm from the connector pin, due to friction with another device. Contact between the proximal coil and the other device through the open insulation can cause the reported capture and sensing anomalies.

Event description:
It was reported that the right atrial lead exhibited increased thresholds and drop in sensing. Upon opening the pocket an insulation abrasion was noted. The abrasion appeared to be due to lead to can friction. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.